Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 010000851, lot, number: 6060262, brand, name:g7, neutral, e1, liner, unknown, g7, acetabular, shell. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-04530, 0001825034-2019-04531. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the liner would not assemble with the acetabular cup. The surgery was completed with a backup product. Additional information on the reported event is unavailable.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. G3: report source japan. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device found the barb to be completely detached from the liner. An indentation was observed around the entire rim. A deep gouge was also found on the rim and a few of the scallops have been deformed such that they extend over the plane formed by the rim. The outer radius is also damaged and the rounded square orientation feature of the shell is lightly imprinted on the apex of the liner. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.